Event description:
It was reported that the patient awoke with blood glucose of 350 mg/dl after going to bed at 150 mg/dl, and upon removal of the infusion set, insulin was observed under the skin and insulin was noted outside the cartridge, suggesting a possible infusion site or set insertion issue; the patient was assisted in replacing all supplies and instructed to press firmly when inserting the new set. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed evidence consistent with a probable infusion set dislodgement or incomplete insertion leading to inadequate insulin delivery. The user reported symptoms included hyperglycemia. Outcomes included no reported injury, no emergency care, and no hospitalization. It was concluded that, based on previously established findings for similar reports, the cause of the hyperglycemia could not be conclusively determined, but user technique and infusion set integrity were factors under consideration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.